Manufacturer narrative:
The complaint describing a leak at the headset cannot be verified. The headset meets the product specifications. The returned sample was visually inspected and tested for flow and tightness. Additionally a connector click test was done. All test results were within specifications. The problem mentioned by the customer could not be reproduced; therefore, no corrective or preventive actions will be initiated.

Event description:
Patient reported for approximately 3 months the self-adhesive of the infusion set on the infusion device is often wet. Patient stated his blood glucose level is sometimes too high up to approximately 300 mg/dl. Patient's normal blood glucose level was not provided. Patient reported no other heath concerns. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.